Event description:
Total two blood leaks occurred. The dialyzers were at the 24th and 26th reuses. The blood loss was approx. 200-250cc, since the blood was not returned to the pt's. The pt's were well. It is not known how many pt's were involved.